Event description:
As reported, during use in patient with this fogarty catheter, there were balloon deflation difficulties. It is unknown if the balloon was tested prior use in patient. The problem was solved using a new unit. There was no allegation of patient injury or other interventions required. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The balloon was inflated with 0.9ml ro water and the balloon inflated concentric and did not leak. However, the balloon could not deflate completely after 60 seconds (aided with water). Balloon deflation time with water was out of specification. Proximal windings were found to be moved and slipped towards the distal side. No damages were observed from the surface of the balloon latex. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". No visible damage was observed from distal and proximal windings and catheter body. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
Based on further engineering evaluation, the manufacturing process of thru-lumen models have controls to detect the condition found during the device evaluation. The units are visually inspected for inflation, deflation and general appearance.